Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log identified the iipv condition. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 09:31:38. During night drain cycle two, the patient's ultrafiltration reading was 1744ml, indicating the home patient (hp) drained 1744ml more than their maximum programmed fill volume of 1500ml. No additional information is available.